Event description:
It was reported that a spectrum infusion pump had constant air in line upon device power up in the medicine I department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant air in line" was reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification and failed calibration. The ultrasonic sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.